Manufacturer narrative:
Correction: type of reportable event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Six weeks out, post op xrays showed rt s1 7x40 expedium screw sheared head. This is second procedure that screw head sheared on rt side @ s1 screw. She had multiple lumbar fusion dated back 2010 with extension 2016. During 2016 surgery when removing rods, doctor noticed rt s1 screw head sheared. It was removed (5x40 screw) replaced with 7x40. She is now 6 weeks out post op and xrays images show rt side s1 screw broken. No surgery scheduled at this time. To be determined.